Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.